Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20sep18. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery would not charge. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 21dec2018. Date of manufacturer: 03dec2018. The battery was returned and evaluated by philips failure investigation technician and the reported issue was not duplicated or confirmed.